Event description:
Patient returned from cat lab , unit running on patient. Rt found loose connection on bb9 connection. When reconnecting connector, the ventilator went inoperative with a e-31 error code. No injury to patient reported.